Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and the associated outflow graft (lot 0001686153) were not returned for evaluation as they remain in the patient. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis did not reveal any anomalies within the analyzed period. Of note, the available log files only covered the period through 26/aug/2025. As a result, the reported low flow event could not be confirmed. The reported thrombus and outflow graft stenosis events could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated the patient expired after the patient elected comfort care and to have the vad turned off. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure, thrombus, renal dysfunction, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot #: 0001686153 d9: no, h3: yes, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / serial or lot#: (B)(6) / d9: no, h3: no, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted due to not feeling well. The patient had a creatinine of five. A right heart catheterization showed worsening heart failure. An inflow thrombus or outflow graft stenosis was suspected, but necessary testing was unable to be performed due to the patient's kidney dysfunction and the patient did not wish to have aggressive treatment. Several days later, the patient had a decease in ventricular assist device (vad) flow, vomiting and severe shortness of breath. The patient elected comfort care and to have the vad turned off. The patient subsequently expired.